Event description:
It was reported by repair work order that bed had reduced brake force due to worn casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was also determined that the siderail had a broken siderail assist cable which caused the siderail to lower quickly unexpectedly when becoming unlatched.

Manufacturer narrative:
Conclusion: parts on order.

Event description:
It was reported by repair work order that bed had reduced brake force due to worn casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.